Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported via social media posting, that the patient experienced inaccurate cgm values. No symptoms were specified. The only information the patient provided was, ¿kept reading 130 when I got to the hospital it was 860.¿ although requested, no other details were specified. Although length of stay was not specified, it is likely the duration of treatment at the hospital exceeded 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.